Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred at prn with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on the afternoon of (B)(6) 2020, the dermatologist nurse noticed obvious bleeding leaked from the tip of the prn during the puncturing according to the standard operating procedure. The nurse stopped the bleeding and replaced the indwelling needle. The head nurse shall report to the equipment department as required by the hospital. The equipment department requires a detailed explanation of the cause of the leakage of blood, otherwise it will be reported to the adverse reactions.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9232331. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that during use leakage occurred at prn with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on the afternoon of (B)(6)2020, the dermatologist nurse noticed obvious bleeding leaked from the tip of the prn during the puncturing according to the standard operating procedure. The nurse stopped the bleeding and replaced the indwelling needle. The head nurse shall report to the equipment department as required by the hospital. The equipment department requires a detailed explanation of the cause of the leakage of blood, otherwise it will be reported to the adverse reactions.